Manufacturer narrative:
The field service engineer (fse) discovered brittle tubing at the fitting on the hemoglobin lyse reagent to the diluent bath. The fse replaced the tubing and resolved the leak. The fse verified repairs per established procedures. Results met published performance specifications. The unit conformed to the manufacturer's performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).

Event description:
The customer reported fluid overflowed from the red blood cell (rbc) bath with a differential transfer timeout system error involving coulter act 5diff autoloader (al). The customer stated the overflow occurred during controls testing. The fluid spill was contained within the unit. The customer had on personal protective equipment (ppe): laboratory coat, gloves, and eye protection and followed the laboratory protocol to clean the biohazard spills. Patient results were not impacted. The customer did not come into contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.